Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 5: 00 am with blood glucose of 400 mg/dl. Customer feel ok to troubleshoot. Customer blood glucose started on (B)(6) 2017 12:30 am. Customer had nausea and was throwing up. Customer was hospitalized because they had diabetic high blood glucose reading. The hospital name was (B)(6). Customer current blood glucose was 223 mg/dl. Customer blood glucose reading at the time of the incident was 370 mg/dl. Customer also had blood glucose that dropped from 400 mg to 50 mg/dl. Customer treated their high blood glucose with insulin in the hospital. Customer treated their low blood glucose reading with juice. Customer did not contact their healthcare provider for high blood glucose reading. Customer did not mention drive support condition. Customer was wearing the insulin pump during hospitalization. Customer changed their infusion set on (B)(6) 2017. Customer had no air bubbles or leaks. Customer did not mention of the cannula was bent. Customer did not check insulin pump setting and high pressure test. Insulin pump will not be returning for analysis.